Event description:
A customer contacted baxter to report that a cassette had a hole in the tubing where it connects. During a follow up with the nurse regarding hole in cassette, the nurse stated that she was aware of the hole in cassette found by the home patient (hp). The nurse confirmed that hp did not have any injury or harm as a result of this incident. Per nurse, hp was seen in the clinic last week, and was doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Additional information: per the customer the sample was discarded, therefore, no evaluation could be performed. This complaint for problem code damaged is not confirmed due to lack of sample. A customer reported that a cassette had a hole in the tubing where it connects. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding hole in cassette, the nurse stated that she was aware of the hole in cassette found by the home patient. Root cause was undetermined due to lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.